Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures/tears") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was not given the hysterosalpingogram (hsg) test ". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("excessive/abnormal vaginal bleeding") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy in (B)(6) 2014 only one essure removed, second surgery on (B)(6) 2015). In (B)(6) 2014, the patient experienced complication of device removal ("during that initial surgery, only one essure device was removed so a follow up surgery to remove the second device was performed"). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, weight increased and complication of device removal outcome was unknown. The reporter considered complication of device removal, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("uterine punctures/tears"), device expulsion ("migration of essure device location of device: in uterus") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "during that initial surgery, only one essure device was removed so a follow up surgery to remove the second device was performed" (seriousness criteria medically significant and intervention required) in (B)(6) 2014 and device monitoring procedure not performed "she was not given the hysterosalpingogram (hsg) test". The patient's past medical history included miscarriage. No blurred vision, denies vomiting, diarrhea, constipation, fevers or chills. Concurrent conditions included ovarian cyst ruptured, breast pain, paresthesia, chest pain, shortness of breath, cough, vertigo, nasal congestion, vertigo, pruritic rash, pneumonia, hypertension, flank pain, obesity, throat pain, ear pain and flank pain. Concomitant products included alprazolam (xanax), cetirizine, cyclobenzaprine, dorzolamide, ibuprofen, ibuprofen (motrin), oxycocet (percocet), prednisone and ranitidine hydrochloride (ranitidin). In (B)(6) 2009, the patient experienced hormone level abnormal ("hormonal changes"). In 2009, the patient had essure inserted. In 2014, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("excessive/abnormal vaginal bleeding"), weight increased ("weight gain"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), panic attack ("panic attack"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("vision/eye problems"), gastrooesophageal reflux disease ("gerd acid reflux"), abdominal pain lower ("cramping"), fatigue ("fatigue"), balance disorder ("balance disorder"), adnexa uteri pain ("tube area pain"), back pain ("back pain"), abdominal pain upper ("stomach cramps"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and dizziness ("dizziness"). The patient was treated with azithromycin, surgery (complete hysterectomy/salpingectomy/fluoroscopic-guided removal of essure coil, diagnostic laparoscopy with right partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, device expulsion, genital haemorrhage, vaginal haemorrhage, weight increased, menorrhagia, female sexual dysfunction, anxiety, depression, panic attack, fibromyalgia, migraine, eye disorder, gastrooesophageal reflux disease, hormone level abnormal, fatigue, constipation, balance disorder, back pain, abdominal pain upper, bladder disorder, urinary tract disorder and dizziness outcome was unknown and the headache, dysmenorrhoea, dyspareunia, abdominal pain lower and adnexa uteri pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, adnexa uteri pain, anxiety, back pain, balance disorder, bladder disorder, constipation, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, panic attack, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal cramps, vaginal spotting,lower abdominal lower back pain, headache, migraine, pelvic pain, dysmenorrhea, dyspareunia, back pain, confirming pfs information. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events heavy bleeding. Abnormal bleeding (vaginal, menorrhagia). Apareunia (inability to have sexual intercourse), anxiety, depression, panic attacks, fibromyalgia. Bladder or urinary problems or changes. Migraines / headaches. Migration of essure device location of device: in uterus, dysmenorrhea(cramping), pain, dyspareunia (painful sexual intercourse), vision/eye problems, perforation (uterus), weight gain, gerd acid reflux were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in my uterus'), uterine perforation ('uterine punctures/tears/'), device dislocation ('device migration'), gastrointestinal injury ('abdominal perforation,they went thru the abdomen 3 holes 8mm.'), device expulsion ('migration of essure device location of device: in uterus'), pelvic pain ('chronic pelvic pain/pain / pains on the right side pelvic area') and complication of device removal ('during that initial surgery, only one essure device was removed so a follow up surgery to remove the second device was performed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was not given the hysterosalpingogram (hsg) test". The patient's medical history included miscarriage, pelvic pain female and cystoscopy. No blurred vision, denies vomiting, diarrhea, constipation, fevers or chills. Concurrent conditions included ovarian cyst ruptured, breast pain, paresthesia, chest pain, shortness of breath, cough, vertigo, nasal congestion, vertigo, pruritic rash, pneumonia, hypertension, flank pain, obesity, throat pain, ear pain and flank pain. Concomitant products included alprazolam (xanax), cetirizine, cyclobenzaprine, dorzolamide, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), prednisone and ranitidine hydrochloride (ranitidin). In (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes"). In 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). In 2014, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("excessive/abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia/heavy periods clotting, lasting 10 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety/little anxiety"), depression ("depression"), panic attack ("panic attack"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), eye disorder ("vision/eye problems"), gastrooesophageal reflux disease ("gerd acid reflux"), abdominal pain lower ("cramping/pain on left side unbearable cramps everyday"), uterine enlargement ("uterus was enlargerd"), balance disorder ("balance disorder"), adnexa uteri pain ("tube area pain"), back pain ("back pain"), abdominal pain upper ("stomach cramps"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dizziness ("dizziness"), feeling abnormal ("brain fog"), loss of personal independence in daily activities ("able to come and go"), abdominal distension ("bloated"), pain ("body aches/ lil achey"), ear pain ("ear pain"), oropharyngeal pain ("one sided throat pain"), fatigue ("fatigue/tired"), hypersomnia ("sleeping on my side") and adenomyosis ("adenomysis") and was found to have weight increased ("weight gain"). The patient was treated with azithromycin and surgery (complete hysterectomy/salpingectomy/fluoroscopic-guided removal of essure coil and fluoroscopic-guided removal of essure coil, diagnostic laparoscopy with right partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine perforation, device dislocation, gastrointestinal injury, device expulsion, pelvic pain, complication of device removal, genital haemorrhage, vaginal haemorrhage, weight increased, female sexual dysfunction, depression, fibromyalgia, migraine, eye disorder, gastrooesophageal reflux disease, hormone level abnormal, uterine enlargement, balance disorder, back pain, abdominal pain upper, bladder disorder, urinary tract disorder, dizziness, ear pain, oropharyngeal pain, fatigue, hypersomnia and adenomyosis outcome was unknown, the heavy menstrual bleeding, constipation, abdominal distension and pain had not resolved, the anxiety, headache, dysmenorrhoea, abdominal pain lower and adnexa uteri pain was resolving and the panic attack, dyspareunia, feeling abnormal and loss of personal independence in daily activities had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri pain, anxiety, back pain, balance disorder, bladder disorder, complication of device removal, constipation, depression, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, ear pain, embedded device, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersomnia, loss of personal independence in daily activities, migraine, oropharyngeal pain, pain, panic attack, pelvic pain, urinary tract disorder, uterine enlargement, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date if removal: (B)(6) 2014 (as per mr). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal cramps, vaginal spotting,lower abdominal lower back pain, headache, migraine, pelvic pain, dysmenorrhea, dyspareunia, back pain, confirming pfs information. Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain,/crazy pain, body aches and fibromyalgia, gastric perforation, adenomysis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2021: medical record received: medical history, reporter information, rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in my uterus'), uterine perforation ('uterine punctures/tears/'), device dislocation ('device migration'), gastrointestinal injury ('abdominal perforation,they went thru the abdomen 3 holes 8mm.'), device expulsion ('migration of essure device location of device: in uterus'), pelvic pain ('chronic pelvic pain/pain / pains on the right side pelvic area') and complication of device removal ('during that initial surgery, only one essure device was removed so a follow up surgery to remove the second device was performed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was not given the hysterosalpingogram (hsg) test". The patient's medical history included miscarriage. No blurred vision, denies vomiting, diarrhea, constipation, fevers or chills. Concurrent conditions included ovarian cyst ruptured, breast pain, paresthesia, chest pain, shortness of breath, cough, vertigo, nasal congestion, vertigo, pruritic rash, pneumonia, hypertension, flank pain, obesity, throat pain, ear pain and flank pain. Concomitant products included alprazolam (xanax), cetirizine, cyclobenzaprine, dorzolamide, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), prednisone and ranitidine hydrochloride (ranitidin). In (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes"). In 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). In 2014, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("excessive/abnormal vaginal bleeding"), menorrhagia ("menorrhagia/heavy periods clotting, lasting 10 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety/little anxiety"), depression ("depression"), panic attack ("panic attack"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), eye disorder ("vision/eye problems"), gastrooesophageal reflux disease ("gerd acid reflux"), abdominal pain lower ("cramping/pain on left side unbearable cramps everyday"), uterine enlargement ("uterus was "enlarged""), balance disorder ("balance disorder"), adnexa uteri pain ("tube area pain"), back pain ("back pain"), abdominal pain upper ("stomach cramps"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dizziness ("dizziness"), feeling abnormal ("brain fog"), loss of personal independence in daily activities ("able to come and go"), abdominal distension ("bloated"), pain ("body aches/ lil achey"), ear pain ("ear pain"), oropharyngeal pain ("one sided throat pain"), fatigue ("fatigue/tired") and hypersomnia ("sleeping on my side") and was found to have weight increased ("weight gain"). The patient was treated with azithromycin and surgery (complete hysterectomy/salpingectomy/fluoroscopic-guided removal of essure coil and fluoroscopic-guided removal of essure coil, diagnostic laparoscopy with right partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine perforation, device dislocation, gastrointestinal injury, device expulsion, pelvic pain, complication of device removal, genital haemorrhage, vaginal haemorrhage, weight increased, female sexual dysfunction, depression, fibromyalgia, migraine, eye disorder, gastrooesophageal reflux disease, hormone level abnormal, uterine enlargement, balance disorder, back pain, abdominal pain upper, bladder disorder, urinary tract disorder, dizziness, ear pain, oropharyngeal pain, fatigue and hypersomnia outcome was unknown, the menorrhagia, constipation, abdominal distension and pain had not resolved, the anxiety, headache, dysmenorrhoea, abdominal pain lower and adnexa uteri pain was resolving and the panic attack, dyspareunia, feeling abnormal and loss of personal independence in daily activities had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, anxiety, back pain, balance disorder, bladder disorder, complication of device removal, constipation, depression, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, ear pain, embedded device, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypersomnia, loss of personal independence in daily activities, menorrhagia, migraine, oropharyngeal pain, pain, panic attack, pelvic pain, urinary tract disorder, uterine enlargement, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal cramps, vaginal spotting,lower abdominal lower back pain, headache, migraine, pelvic pain, dysmenorrhea, dyspareunia, back pain, confirming pfs information. Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain,/crazy pain, body aches and fibromyalgia, gastric perforation. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) new reporter, legacy device report num-2951250-2019-14474. Information transferred from deletion case (B)(4) events embedded in my uterus, device migration, abdominal perforation,they went thru the abdomen 3 holes 8mm, brain fog, able to come and go, bloated, body aches/ lil achey, one sided throat pain, ear pain, sleeping on my side, uterus was "enlarged" were added. New reporters, all source documents,reference section were transferred to this case. Legacy device report num-2951250-2017-11035. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in my uterus'), uterine perforation ('uterine punctures/tears/'), device dislocation ('device migration'), gastrointestinal injury ('abdominal perforation,they went thru the abdomen 3 holes 8mm.'), device expulsion ('migration of essure device location of device: in uterus'), pelvic pain ('chronic pelvic pain/pain / pains on the right side pelvic area') and complication of device removal ('during that initial surgery, only one essure device was removed so a follow up surgery to remove the second device was performed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was not given the hysterosalpingogram (hsg) test". The patient's medical history included miscarriage. No blurred vision, denies vomiting, diarrhea, constipation, fevers or chills. Concurrent conditions included ovarian cyst ruptured, breast pain, paresthesia, chest pain, shortness of breath, cough, vertigo, nasal congestion, vertigo, pruritic rash, pneumonia, hypertension, flank pain, obesity, throat pain, ear pain and flank pain. Concomitant products included alprazolam (xanax), cetirizine, cyclobenzaprine, dorzolamide, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), prednisone and ranitidine hydrochloride (ranitidin). In 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). In 2014, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("excessive/abnormal vaginal bleeding"), menorrhagia ("menorrhagia/heavy periods clotting, lasting 10 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety/little anxiety"), depression ("depression"), panic attack ("panic attack"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), eye disorder ("vision/eye problems"), gastrooesophageal reflux disease ("gerd acid reflux"), abdominal pain lower ("cramping/pain on left side unbearable cramps everyday"), uterine enlargement ("uterus was enlargerd"), balance disorder ("balance disorder"), adnexa uteri pain ("tube area pain"), back pain ("back pain"), abdominal pain upper ("stomach cramps"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dizziness ("dizziness"), feeling abnormal ("brain fog"), loss of personal independence in daily activities ("able to come and go"), abdominal distension ("bloated"), pain ("body aches/ lil achey"), ear pain ("ear pain"), oropharyngeal pain ("one sided throat pain"), fatigue ("fatigue/tired"), hypersomnia ("sleeping on my side") and adenomyosis ("adenomysis") and was found to have weight increased ("weight gain"). The patient was treated with azithromycin and surgery (complete hysterectomy/salpingectomy/fluoroscopic-guided removal of essure coil and fluoroscopic-guided removal of essure coil, diagnostic laparoscopy with right partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine perforation, device dislocation, gastrointestinal injury, device expulsion, pelvic pain, complication of device removal, genital haemorrhage, vaginal haemorrhage, weight increased, female sexual dysfunction, depression, fibromyalgia, migraine, eye disorder, gastrooesophageal reflux disease, hormone level abnormal, uterine enlargement, balance disorder, back pain, abdominal pain upper, bladder disorder, urinary tract disorder, dizziness, ear pain, oropharyngeal pain, fatigue, hypersomnia and adenomyosis outcome was unknown, the menorrhagia, constipation, abdominal distension and pain had not resolved, the anxiety, headache, dysmenorrhoea, abdominal pain lower and adnexa uteri pain was resolving and the panic attack, dyspareunia, feeling abnormal and loss of personal independence in daily activities had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri pain, anxiety, back pain, balance disorder, bladder disorder, complication of device removal, constipation, depression, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, ear pain, embedded device, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypersomnia, loss of personal independence in daily activities, menorrhagia, migraine, oropharyngeal pain, pain, panic attack, pelvic pain, urinary tract disorder, uterine enlargement, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal cramps, vaginal spotting,lower abdominal lower back pain, headache, migraine, pelvic pain, dysmenorrhea, dyspareunia, back pain, confirming pfs information. Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain,/crazy pain, body aches and fibromyalgia, gastric perforation, adenomysis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in my uterus'), uterine perforation ('uterine punctures / tears'), device dislocation ('device migration'), gastrointestinal injury ('abdominal perforation,they went thru the abdomen 3 holes 8mm.'), device expulsion ('migration of essure device location of device: in uterus'), pelvic pain ('chronic pelvic pain / pain / pains on the right side pelvic area') and complication of device removal ('during that initial surgery, only one essure device was removed so a follow up surgery to remove the second device was performed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was not given the hysterosalpingogram (hsg) test". The patient's medical history included miscarriage. No blurred vision, denies vomiting, diarrhea, constipation, fevers or chills. Concurrent conditions included ovarian cyst ruptured, breast pain, paresthesia, chest pain, shortness of breath, cough, vertigo, nasal congestion, vertigo, pruritic rash, pneumonia, hypertension, flank pain, obesity, throat pain, ear pain and flank pain. Concomitant products included alprazolam (xanax), cetirizine, cyclobenzaprine, dorzolamide, ibuprofen, oxycodone hydrochloride; paracetamol (percocet), prednisone and ranitidine hydrochloride (ranitidin). On (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes"). In 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). In 2014, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("excessive / abnormal vaginal bleeding"), menorrhagia ("menorrhagia / heavy periods clotting, lasting 10 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety / little anxiety"), depression ("depression"), panic attack ("panic attack"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), eye disorder ("vision / eye problems"), gastrooesophageal reflux disease ("gerd acid reflux"), abdominal pain lower ("cramping / pain on left side unbearable cramps everyday"), uterine enlargement ("uterus was enlarged"), balance disorder ("balance disorder"), adnexa uteri pain ("tube area pain"), back pain ("back pain"), abdominal pain upper ("stomach cramps"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dizziness ("dizziness"), feeling abnormal ("brain fog"), loss of personal independence in daily activities ("able to come and go"), abdominal distension ("bloated"), pain ("body aches / lil achey"), ear pain ("ear pain"), oropharyngeal pain ("one sided throat pain"), fatigue ("fatigue / tired"), hypersomnia ("sleeping on my side") and adenomyosis ("adenomysis") and was found to have weight increased ("weight gain"). The patient was treated with azithromycin and surgery (complete hysterectomy / salpingectomy / fluoroscopic-guided removal of essure coil and fluoroscopic-guided removal of essure coil, diagnostic laparoscopy with right partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine perforation, device dislocation, gastrointestinal injury, device expulsion, pelvic pain, complication of device removal, genital haemorrhage, vaginal haemorrhage, weight increased, female sexual dysfunction, depression, fibromyalgia, migraine, eye disorder, gastrooesophageal reflux disease, hormone level abnormal, uterine enlargement, balance disorder, back pain, abdominal pain upper, bladder disorder, urinary tract disorder, dizziness, ear pain, oropharyngeal pain, fatigue, hypersomnia and adenomyosis outcome was unknown, the menorrhagia, constipation, abdominal distension and pain had not resolved, the anxiety, headache, dysmenorrhoea, abdominal pain lower and adnexa uteri pain was resolving and the panic attack, dyspareunia, feeling abnormal and loss of personal independence in daily activities had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri pain, anxiety, back pain, balance disorder, bladder disorder, complication of device removal, constipation, depression, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, ear pain, embedded device, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypersomnia, loss of personal independence in daily activities, menorrhagia, migraine, oropharyngeal pain, pain, panic attack, pelvic pain, urinary tract disorder, uterine enlargement, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal cramps, vaginal spotting,lower abdominal lower back pain, headache, migraine, pelvic pain, dysmenorrhea, dyspareunia, back pain, confirming pfs information. Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain, / crazy pain, body aches and fibromyalgia, gastric perforation, adenomysis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event added: adenomysis. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.